Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted a left ventricular assist device. The vad coordinator reported that the pt had a clot and had no movement on the right side.